Event description:
Complainant reported the following problems with a miracle ear hearing aid dispenser. 1. Contrary to written info in a purchase agreement and in the owner's manual for the device, the dispenser verbally discouraged the pt from seeing a dr about their hearing problem. 2. The hearing aids did not fit or work well. They had ringing in their left ear and the right ear was uncomfortable. When they complained about the discomfort, the dispenser used a "dremel tool to grind the aid. 3. Complainant feels that they were deceived regarding the availability of a 30 day trial period. The center told pt that there were no 30 day trials, but another center, which may be affiliated with the first center said that 30 day trials are available if you ask for it. 4. Complainant is suspicious about the business practices and pricing of the products. They were given quotes for one model (cic), but were provided another model (itc). 5. Dispenser originally refused return and refund, but they ultimately did provide a complete refund after complainant stated that they had been in touch with the FDA.